Event description:
Pt in or for explantation of malfunctioning venous access device from left scv. Found to be sheared off "under clavicle w/approximately 1 1/2" of catheter still attached to port. Distal portion migrated to right atrium and superior vena cava. Removed percutaneously via right common femoral by radiologist.